Event description:
It was reported that the patient experienced numbness and severe pain radiating down the left arm while standing. The patient was hospitalized, underwent a computerized tomography scan (CT scan), and blood work and both showed no abnormality detected. No additional intervention medical or surgical was provided during the hospitalization. The patient was instructed to turn their stimulation therapy of the spinal cord stimulator (scs) off and has been discharged from the hospital, and is doing well. No devices will be returned as they all remain implanted.